Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact: (B)(6).

Event description:
The complaint/event involved a plum 360 driver new that reportedly was not updated with the correct concentration and would not connect to the hospital servicer/network when trying to run an unspecified antidote to a patient in the intensive care unit. The device was nine library updates behind. Power cycling was attempted to get an update, however, it was not prompting for one. This ended up being a significant safety and patient care issue as the patient unfortunately expired during this complaint/reported event.

Manufacturer narrative:
On (B)(6)2024 downloaded cda logs and sent them to research and development (r&d) for analysis. Confirmed customer¿s complaint of the device being behind on its drug library downloads. Device was put into biomed mode where the device prompted to download a demo drug library. Downloaded user drug library (B)(6)2024 6.31 (B)(6). Download was successful. Probable cause is procedural / in service issue. Device successfully prompt to download new drug library and the download was successful. Device passed self-test with no error alarms. Engineering evaluates that: from the logs provided, engineering evaluates that the user has given drug library update only once during the entire logging and we got deployment request error. If there is software update with the same version, then the device is not updated. According to hdp protocol specification document, deployment_request_error_deployment_pending - occurs when there is a deployment already queued, pending, or updating, then the system will reject the deployment request and return the pending response code. The ¿deploy update type¿ defines both software update and drug library update, hence denoting that the dl update is denied because of pending software update. The solution is to clear the pending software update by 2 ways factory reset settings to clear the pending software update. Or to update the software with a higher version and then give dl update. Engineering evaluates that the infusions were working as expected except getting interrupted by occlusion, valve cassette failure alarm and door opened alarm. Apart from this, the device was powered off by the user and did not shut down on its own. Engineering concludes that the probable cause of user mentioning ¿pump not updating¿ is due to the user attempting to update the library while a software update was pending (the sw update needs to be either cancelled or installed first). Also, the device did not shut down on its own and was only powered off and on by the user by oct 20th. Apart from this, engineering confirms that the device was working as expected. Review of the customer¿s in-house service history shows no relevant repair history associated with the complaint. Review of the 24-month service history shows no confirmed oobf, review of the device¿s manufacturing DHR is not required. D9 device returned to manufacturer on 12/5/2024.

Event description:
Additional information received stating that an ICU patient was using one of the IV pump 360 ewa devices when they tragically expired.